Event description:
Parameters failed to print out from overview screen. The customer has noted this minor issue on a few occasions with espirt dr devices. After interrogating, they routinely run and print ECG from the overview screen and then press the printer icon at the top of the screen to print out the parameters. The parameters heading is seen but the parameters are not detailed in the print out.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.